Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (unknown serial/lot); product type: 0184-catheter; implant date (B)(6) 2018; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing sufentanil (200 mcg/ml at cannot be obtained; not documented) via an implantable pump. It was reported that the patient was having lack of pain relief; however, her pump was completely empty of medication. The patient had not been refilled in many months and reported ¿pump beeping¿ for the last few months. The cause of the event was unknown. The physician attempt to pull back cerebrospinal fluid flow (csf) but no csf noted. A spinal segment assessed and found kinks. The catheter replaced.